Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Customer did not provide serial number.

Event description:
It was reported to philips that the electrode plate does not discharge. There was no reported patient involvement.